Event description:
This pt reported left sided pain similar to what was experienced prior to cypher stent placement 2 years ago. The pt was encouraged to seek medical attention. Upon follow-up, the pt reported an in-stent restenosis that was treated with another cypher stent. Original cypher stent placement information from 2 years ago is not available.